Manufacturer narrative:
Due to character limit: e1 (event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use, the cardiosave intra aortic balloon pump (iabp) has battery charging issue. There was no patient involved.